Event description:
A customer reported to baxter (B)(4) of a clearlink set in which the spike pierced the input port of the bag while setting up an infusion. The spike which pierced the input port on the bag snapped off and was left in the port of the bag. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.